Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty surgery, after authorizing the trigger, the staple line was started and completed. But when retracting the blade, it was observed that there was a cut in the proximal part of the staple line but did not cut the distal part. The surgeon removed the blade and used a new reload to complete the procedure. There was no patient injury.